Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and meshes were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2011 along with concurrent hysterectomy due to symptomatic uterine prolapsed and rectocele. It was reported that following insertion the patient experienced infections, urinary problems, recurrence of prolapse, pain, incontinence and need for corrective surgery. It was reported that patient underwent a corrective procedure on (B)(6) 2013 for symptomatic uterine prolapse and rectocele. It was reported that the patient also underwent urethrolysis on (B)(6) 2012 for voiding dysfunction, urgency, frequency and retention. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted, concurrently with a bso, posterior repair, sacrocolpopexy, paravaginal defect repair due to procidentia of the cuff of vagina, cystocele, rectocele, enterocele, b/l paravaginal defect. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.